Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA . Test strips were discarded and will not be returned for evaluation. Product was discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mg/dl, 11 mg/dl, and 114 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.